Event description:
The explanted generator was received for analysis, but product analysis has not been completed to date. No known relevant surgical intervention has occurred to date.

Event description:
Information was received from the physician that the increase in seizures is above pre-vns baseline levels and the cause is due to low battery. The generator was replaced. The explanted generator has not been received by the manufacturer to date. No other relevant information has been received to date.

Event description:
Product analysis was completed on the generator. In the pa lab, the device output signal was monitored for more than 24-hrs, while the pulse generator was placed in a simulated body temperature environment. Results showed no signs of variation in the pulse generator¿s output signal, and the pulse generator diagnostics were as expected for the programmed parameters. In addition, a comprehensive automated electrical evaluation showed that the device performed according to functional specifications. There were no performance, or any other type of adverse condition found with the pulse generator. No other relevant information has been received to date.

Event description:
It was reported in clinic notes that the patient has been doing well without seizures for some period of time, but then had 10 partial seizures on (B)(6) 2020 lasting about 30 seconds and had 1 secondarily generalized seizure that lasted 5 minutes or so. The generalized seizure was stopped with medications but she had more partial seizures, so she was taken to the ER. It was noted she has not been ill, had fever, or missed any medications. It was noted that vns parameters have not been changed and battery life is less than 25%. No known relevant surgical intervention has occurred to date. No other relevant information has been received to date.